Event description:
A patient underwent open colo-pouch lar procedure with the creation of colo-anal anastomosis due to rectal cancer. The patient returned on pod 5 with slight abdominal discomfort. CT showed 2-3 cm collection with no obvious leak. A pigtail drain was inserted. A gastrografin study on pod 7 showed a tiny leak. The patient was put on liquids and low residue diet and the symptoms resolved. The ring retrieved on pod 14 in the office, showed staple and piece of pursestring suture between parts with necrotic tissue all around ring without defect.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history file was reviewed, indicating that the device was released pursuant to its specifications. The ring was returned and evaluated. No failure was detected and the ring was found to be within its specifications. Anastomotic leakage (including abscesses) is an anticipated complication of colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the range reported in the literature for anastomosis devices.